Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is a faulty dso sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. If the device is later returned, the complaint will be reopened and an investigation will be completed.